Event description:
The patient is reportedly experiencing episodes of intermittencies. External equipment was exchanged and programming adjustments were attempted however this did not resolve the problem. Surgery to explant the pt's device will be scheduled.